Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #4 r-cem; cat# 5510f402; lot# cal3l triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# br94tb triathlon asymmetric x3 patella; cat# 5551-g-350; lot# 77yk it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned to the manufacturer.

Event description:
Patient had a primary total knee (B)(6) 2018. He did well until this week. He showed up for follow up this week with wound issues and an infection. Patient is diabetic and has several comorbidities including renal failure, cirrhosis, hypertension, atrial fibrillation, previous myocardial infarction etc. The surgeon alleges no issues with the implants and believes the patient general health issues contributed to the infection.